Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems no, 2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root cause was determined to be a defective expiratory valve. In consequence (correction) the expiratory valve was replaced. There was no patient or user harm.

Event description:
Clinic reports that the unit is defective, no further information available. Software update to 2.81b carried out. Troubleshooting, according to the log, the unit is autonomous, e.g. In hfo mode, because no mains voltage is connected and the battery is empty. Several error messages in log history. During a test run, the unit repeatedly triggers itself at I-trigger=5l/min and no longer triggers itself at 9l/min. Troubleshooting, no error found in test mode 6/9/12/13. Under ventilation, peep (5mbar) starts almost at zero and then increases, despite calibration. Several expiration membranes tested, error pattern remains.